Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 2/5/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿cassette not attached error¿ was confirmed. The cause was the downstream occlusion (dso) seal was over glued and not flush with the chassis. The original dso sensor fails calibration. Replaced dso sensor, bezel, and seal. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.